Event description:
Customer reported that he was no longer using the insulin pump. His reasoning was that the insulin was not lowering his blood glucose well. The customer also reported receiving no delivery alarms. The customer stated his blood glucose would reach 300 mg/dl or more. The customer stated he would have to change the site to fix the issue. The customer declined to troubleshoot. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).